Event description:
Machine passed autotest, was set up for pt. Pt put on dialysis to lose 3 kg-4 hr. At 1 hr and 50 mins into treatment, bp had low bp-diaphoretic, ns given and negative turned off. Bp monitored freq maximum tmp alarm alarmed on occasion. Machine checked for tubing kinks, dialysis hoses checked and kidney flushed with ns to determine clotting status, it was clear. Two hrs and 10 min into treatment, complained of cramps, diaphoretic, nausea, ns given at 2 hr and 25 min into tip. Taken off dialysis bp stable, taken for wk, was .5 kg under dry in spite of receiveing 1100 ns and 400 cc rinse back. Pt's needles pulled, discharged ambulatory with son.device not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-apr-93. Service provided by: invalid data. Service records available.imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, mechanical tests performed, performance tests performed, visual examination. Results of evaluation: component failure, telemetry failure, valve. Conclusion: device failure directly caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device repaired and put back in service. Invalid data - on device destroyed/disposed of status.